Event description:
Baxter affiliate reported a cassette that cracked during the priming cycle. No add'l info is available. No pt injury or medical intervention was indicated form the international affiliate.